Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire became unraveled and detached. The "very tight" target lesion was located in the severely calcified distal superficial femoral artery (sfa). The platinum plus guide wire was advanced into the patient, but was not able to cross the lesion. While attempting to remove the guide wire, it was noted that it had become stuck in the vessel. The physician applied excessive force to the device and it became unraveled and a portion was detached inside the patient. No attempts were made to remove the wire fragment at this point and the patient was sent to surgery. During surgery, the wire fragment was removed and a bypass was completed on the target lesion. It was further reported that the physician knew that this case would be difficult, but wanted to make an attempt. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis observed that only the spring tip of the device was received. Visual examination revealed the spring tip was unraveled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire became unraveled and detached. The 'very tight' target lesion was located in the severely calcified distal superficial femoral artery (sfa). The platinum plus guide wire was advanced into the patient, but was not able to cross the lesion. While attempting to remove the guide wire, it was noted that it had become stuck in the vessel. The physician applied excessive force to the device and it became unraveled and a portion was detached inside the patient. No attempts were made to remove the wire fragment at this point and the patient was sent to surgery. During surgery, the wire fragment was removed and a bypass was completed on the target lesion. It was further reported that the physician knew that this case would be difficult, but wanted to make an attempt. There were no additional patient complications reported and the patient's status is fine.